Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3400060, serial/lot #: unknown, ubd: , UDI#:, product ID b3300533m lot# serial# unknown implanted: (B)(6) 2025 explanted: product type lead h11. Additional review indicates this information was already reported in manufacturer¿s report #(B)(4). However, any additional information regarding the event will be submitted as a supplemental submission to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced ongoing severe pain in the right arm. During impedance testing, high impedance was measured on the left side with impedances greater than 5k on contacts 8, 9a, 10a, and 11. Mechanical adjustments to the connection and the implantable pulse generator (ipg) did not change the impedance pattern. Extension replacement was performed, but the abnormal impedance pattern persisted. The ipg was ruled out as the source of the error, so a defective electrode was suspected. The treating neurosurgeons were informed that electrode explantation would be required. There were no known contributing factors. The issue has not been resolved.